Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. Customer also stated that she got no delivery alarm with a pump. Customer decline for troubleshooting for high blood glucose. The product will be return for the analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.